Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2018, 365 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical+device+removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2018, 365 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted (lot no. D08063) for female sterilisation. The patient had a medical history of cholecystectomy, nausea, vomiting, loss of libido, suicidal ideation, irritability, constipation, ovarian cyst, multiple sclerosis, cholecystectomy and gerd. Concurrent conditions were listed as follicular cyst of ovary and pelvic pain female. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2020, 1437 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted removal date of drug updated to (B)(6) 2020 from (B)(6) 2018. Discrepancy noted in essure insertion date: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: exam: hysterosalpingography indication. Evaluate for closure fay sterilization procedure. Technique: fluoroscopic exposure time was 42 seconds comparisons. None. Findings: fluoroscopic spot images demonstrate bilateral pressure closure devices. There is cannulation of the cervix with injection of contrast. No free spillage identified into the fallopian tubes and into the pelvis. Some contrast surrounds the proximal half of the left measure device but does not extend distal to it. Impression absent free spillage into the pelvis indicating fallopian tube closure and sterilization, [pathology test] on (B)(6) 2020: specimen(e) received. Bilateral fallopian tubes, right ovarian cyst, essurefinal pathologic diagnosis: bilateral fallopian tubes, right ovarian cyst, essure, salpingooophorectomy: hemorrhagic corpus luteum. Bilateral fallopian tubes. Essure device. Gross description: included in the specimen container is 2.0 x 1.2 cm corpus luteum that is partially hemorrhagic, along with a 15.0 x0.1 cm gray, metallic wire like device. One tube. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: medical record received. Lot number added. Surgical pathology report added. Medical history & lab data updated. Reporte information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted (lot no. D08063) for female sterilisation. The patient had a medical history of cholecystectomy, nausea, vomiting, loss of libido, suicidal ideation, irritability, constipation, ovarian cyst, multiple sclerosis, cholecystectomy and gerd. Concurrent conditions were listed as follicular cyst of ovary and pelvic pain female. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2020, 1437 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted removal date of drug updated to (B)(6) 2020 from (B)(6) 2018. Discrepancy noted in essure insertion date: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: exam: hysterosalpingography. Indication. Evaluate for closure fay sterilization procedure. Technique: fluoroscopic exposure time was 42 seconds. Comparisons. None. Findings: fluoroscopic spot images demonstrate bilateral pressure closure devices. There is cannulation of the cervix with injection of contrast. No free spillage identified into the fallopian tubes and into the pelvis. Some contrast surrounds the proximal half of the left measure device but does not extend distal to it. Impression: absent free spillage into the pelvis indicating fallopian tube closure and sterilization, [pathology test] on (B)(6) 2020: specimen(e) received. Bilateral fallopian tubes, right ovarian cyst, essure final pathologic diagnosis a: bilateral fallopian tubes, right ovarian cyst, essure, salpingooophorectomy: hemorrhagic corpus luteum. Bilateral fallopian tubes. Essure device. Gross description: included in the specimen container is 2.0 x 1.2 cm corpus luteum that is partially hemorrhagic, along with a 15.0 x0.1 cm gray, metallic wire like device. One tube. Lot number: d08063 manufacture date:2014-09 expiration date: 2017-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.